Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of medwatch report: mw5184345, received on 20mar2026. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-200a, small, uterine manipulator, vaginal. This was reported as a product problem not an adverse event. The report states that on (B)(6) 2026, the ¿internal/external cup detached from itself. Balloon detached from vcare¿. The health effect was reported as ¿no clinical signs, symptoms or conditions¿. A good faith effort was made to obtain further information from the reporter, but no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.